Event description:
The customer reported that the system cine drive was not working and had a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply and the image processor were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.